Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify rewind and a33 alarm due to completely broken reservoir tube lip. Device received with broken reservoir tube lip, loose drive support disk and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump alarmed compromised force sensor system. Blood glucose level was 300 mg/dl at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.